Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus when they noted that the bolus amount calculated was larger than expected. Customer reported a blood glucose level of 294 (mg/dl); however, customer was beginning pump therapy for the first time and bg levels were elevated prior to beginning therapy. During troubleshooting with tandem technical support, it was noted that the customer accidentally entered a correction factor of 1:1 mg/dl instead of 1:110 mg/dl into the pump settings. It was also noted that the date was incorrect on the pump. The correction factor setting and date were corrected.